Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced without any resistance. On the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).